Manufacturer narrative:
H3: product analysis: evaluation of the device determined distal bearings were misaligned. The likely cause of failure might be due corroded d internal tube bearings. It was also noted that laser markings were faded and attachment leg was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr was broken. At the time of the report, there was no known impact to a patient. Additional information received that the inside of the attachment is damaged.